Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic hepatectomy, the two devices were used. The both tissue pad of them were separated. The intended procedure was completed with another device. There was no patient injury reported. This is the second one of two reports regarding the separation of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn, but it was not separated. The probe was broken off at 13 mm from the distal end. The probe had contact mark. The grasping section had contact mark. This is the report regarding the breakage of the probe. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.